Event description:
It was reported that the two subcutaneous leads were fractured. The anterior coil fractured near the diaphragm. The left lateral coil fractured mid lateral and the separation was causing the patient pain. The leads were explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a high resistance/impedance and 3 - patient alert for out of tolerance sub-threshold lead impedance between (B)(6) 2012. The weekly high voltage lead impedance trend data shows an abrupt increase for minimum and maximum defibrillation active can off impedance and minimum and max svc defibrillation impedance = 47 to 222 ohms peak between (B)(6) 2012. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and revealed that the defibrillation conductor fractured. It was noted that the defibrillation conductor was distorted and had blood/body fluid (not obstructed. The outer insulation was breached cut and had cosmetic depression. The lead was stretched. (B)(4) the full lead in segments was returned, analyzed, and revealed that the defibrillation conductor fractured. It was noted that the defibrillation conductor was distorted, the outer insulation had cosmetic depression and the lead was stretched.